Manufacturer narrative:
Continuation of d10: product ID a820: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the handset was lagging at 90%. The agent reviewed the patient data and assisted the patient through deleting the data. The patient was able to connect to the pump without any lag. The patient will call back if further assistance is needed. When asked for event date, the patient stated that it was within weeks of getting the new pump. The patient confirmed that pump replacement was due to normal battery depletion.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 additional information was received from the patient. The patient reported the handset lagging at 90% was first observed "within the first month after implant. The patient stated that it kept doing it after data reset.